Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Cause of bg was unknown. Customer consumed carbohydrates to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.